Manufacturer narrative:
Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Initial reporter: patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date, post-op, patient experienced worsening conditions. Reportedly, the patient underwent fusion three years ago and sustained unknown injury. No further information is provided.